Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: requested serial number for implicated device from customer but customer did not provide any information regarding the serial number. According to the file notes, the customer restarted the cns (central monitoring system) but the display settings failed. They reconnected using the second display and it worked fine. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer restarted the cns, but the display settings failed. They reconnected using the second display and it worked fine.